Event description:
The user facility reported a 54-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. There was good signal distal to cp, patient's right leg mottled related to incorrect placement of 23fr sheath to right femoral artery (rfa). Taken to operating room (or) for fem cutdown for 23fr sheath removal, thrombectomy right leg (rle), and rle fasciotomy; restoration of signal to rle.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. (H3) the cause of the introducer issue was the use of a sheath since right femoral artery (rfa) sheath was mistakenly wired out and dilated to 23fr sheath. Instructions for use for the related event are as follows: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿